Event description:
Customer reported receiving an errc 4 when a test strip was inserted on their freestyle flash meter. Upon product investigation it was discovered the units of measure can be changed. Customer also reported experiencing symptoms of confusion, sweating, no appetite and nausea. Customer was taken to hospital where she was diagnosed with severe hypoglycemia and treated with IV glucose, chicken salad sandwich and apple juice with peanut butter and jelly.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.